Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and battery packs sn (B)(4) and sn (B)(4) have been completed. The reported problem (unable to power on) was confirmed. As received, the monitor was able to power on with a test battery and displayed service code 110 and the battery packs were unable to power on a test monitor. Upon evaluation of the monitor, the c1 capacitor was shorted on the computer / analog (ca) board. Upon evaluation of the battery packs, the f1 fuses were open in both packs. The cause of the open fuse in battery packs sn (B)(4) and sn (B)(4), as well as battery pack sn (B)(4), is the shorted capacitor in the monitor. The root cause of the shorted capacitor in the monitor cannot be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
Additional information 04/18/2017: a us distributor also returned the patient's monitor and two additional battery packs indicating that the monitor was unable to power on. A us distributor returned a patient's battery pack and reported that the battery was unable to power on the patient's monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack and reported that the battery was unable to power on the patient's monitor.